Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Images received and reviewed. Based on the images provided: it is confirmed that the filter apex hook was detached from the filter apex while remaining inside the retrieval sheath, the filter was not successfully retrieved and remains inside the ivc, a vascular stent was deployed at the site of the vena cava filter compressing the filter against the ivc wall and the vascular stent was fully expanded. The removal of the detached filter apex hook cannot be confirmed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vena cava filter retrieval procedure, guided fluoroscopy demonstrated a tilted filter with the apex embedded in the ivc wall. A laser device was used to dissect the filter apex from the ivc wall successfully. A snare device successfully captured the filter; however, during retrieval the filter hook detached from the filter apex while the filter was halfway inside the retrieval sheath. The facility stated that a mechanical occlusion of the ivc occurred while attempting to retrieve the filter; the snare device was exchanged for a balloon expandable stent that was deployed to compress the filter against the ivc wall to prevent possible filter migration or potential ivc thrombus. A post pta balloon dilatation was performed to ensure the stent was fully expanded against the ivc wall. A vena cava gram demonstrated that the ivc was patent with good blood flow at the conclusion of the vascular stent deployment. The facility did not indicate the detached filter hook remained in the patient. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: two images were provided. The first image shows the filter approximately halfway inside the retrieval sheath. The retrieval hook was found to be detached. The second image shows a vascular stent deployed in the ivc, compressing the filter against the ivc wall. Based on the image review, detachment of device and an unsuccessful retrieval attempt can be confirmed. As no images prior to the filter being retracted into the sheath were provided, filter tilt cannot be confirmed. Per the reported event details, a laser was used to dissect the filter hook from the ivc wall. Therefore, it is possible the laser damaged the hook which lead to the detachment during retrieval. It was also reported that some of the limbs were embedded in the wall. It is possible that the high forces during retrieval contributed to the detachment. The filter could not be fully retracted into the sheath because the retrieval hook detached. It is unknown why or how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.